Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, stained end cap sticker, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose since (B)(6) 2019 with blood glucose of 47 mg/dl at the time of the incident. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the pump history showed boluses that the customer did not deliver and believe the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump, reservoir, and infusion set will be returned for analysis.

Manufacturer narrative:
Please see additional failure analysis information. During follow up investigation, the records downloaded from the pump during failure analysis on (B)(6) 2020 were reviewed. The downloadable pump history file was reviewed. Two boluses of similar size to those in the complaint were located. These boluses, and all other boluses in this history file show the source of boluses as ¿source = pump¿. This provides evidence that the boluses were manually programmed using the pump¿s user interface and rules out the possibility of a cyber-security incident. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.